Event description:
This is a spontaneous report received on 11 sep 2023 from a consumer regarding her 04-year-old daughter who used col tb my first and the bristles got stuck in her tonsils. There was no relevant medical history provided. On an unspecified date, the reporter's daughter used col tb my first (frequency unknown). It was reported bristles got stuck in the child's tonsils and she was hospitalized for surgery to remove the bristles. Action taken with col tb my first was unknown. At the time of this report, the outcome of the event was resolved.